Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records for (B)(6)showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The report of superficial damage to the patient¿s driveline could not be confirmed through this evaluation as no photos were submitted for review and no product was returned for evaluation. A single low flow event was confirmed through the evaluation of the submitted log file; however, a specific cause for this event could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2021. A transient low flow event was captured on (B)(6) 2021. Pump speed remained above the low speed limit for the duration of the file, and the pump appeared to be functioning as intended. The account later communicated that the cause of the low flow alarm was not identified, and that the patient is at home, feeling well. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an outer layer tear in their driveline. The patient denied any alarms occurring, and rescue tape was applied to the affected area. Log files were sent for review and low flows, pi events, and power source changes were seen, however these were determined to not be associated with any sort of external equipment malfunction. The driveline damage was found to be cosmetic and not affecting pump operation. The patient was at home and remained stable.